Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The customer stated that they woke up with a high blood glucose level, began the process of changing the infusion set, and in the middle of the tube filling process the error alarm appeared. The customer's blood glucose was 353 mg/dl, which, the customer stated that will be treated with manual injection. They were unsure if the drive support cap was damaged. They did not want to answer any further questions. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.